Event description:
The customer called in and reported receiving a button error alarm on the insulin pump. The customer received injections from her doctor. The button error alarm could not be cleared. Customer did not recall the insulin pump being exposed to moisture or extreme temperature. Customer had reverted to back-up plan. Her blood glucose was 7.2 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.